Event description:
Inbound. Pt. Calling back to report that the cassette she had issues with the other day lot number is 4213377, pt, also had a cassette yesterday that was put on but did not start alarming no disposable alarms until this morning and that lot number is 4220000. Box sent to return defective cassettes. No further details provided.